Event description:
Consumer's replacement chair has allegedly cracked in the same place as his previous two chairs cracked. He allegedly had to rescue his wife from the shower this time after the chair allegedly broke and he heard calls for help. No alleged injury.